Event description:
It was reported that approximately (B)(6) post 2.75x12mm xience v stent implantation on (B)(6) 2008 in the proximal right coronary artery (prca) and 2.5x15mm xience v stent implantation on (B)(6) 2008 in the proximal left anterior descending artery (plad), the patient was found in bed, not breathing ((B)(6) 2011). The patient had been very sick with bladder cancer. Attempts at resuscitation failed and the patient was pronounced dead. Cause of death was listed as cardiopulmonary arrest. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported death is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.